Manufacturer narrative:
The tech found a rivet missing on the brake tube. The tech replaced the rivet to repair the bed.

Event description:
Info received indicates casters on the foot end of the stretcher are not holding when the brake is set.